Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor mallet end broke when implanting the glenoid. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The strike plate has fractured off of the handle. The impactor is 7+ years old and shows several areas with signs of wear (i.e. Nicks, gouges, abrasions). Device material was confirmed to be conforming to product specifications. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor mallet end broke when implanting the glenoid. All pieces were reportedly retrieved from the patient. No patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.